Event description:
Nine patients had lung cultures positive for mycobacterium chelonac / abscessus after having procedures with bronchoscopes processed with cidex opa in an automatic endoscope reprocessor. The patients did not require extended hospitalizations as a result of the event. Environmental cultures have been obtained to determine the source for the infections.

Manufacturer narrative:
Scopes were processed with cidex opa in all automatic endoscope reprocessor and exposure to infections.